Event description:
It was reported that the 9900 system experienced a channel ad3 error. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported failure could not be duplicated. However, the system presented a precharge circuit failure code. Replaced the power cap module and the filament driver pcb. The system was tested and found to be working as intended and placed back into service.